Event description:
It was reported that the user experienced hyperglycemia with blood glucose peaking at 272 mg/dl after consuming a larger meal, during which the ilet was paused and therefore did not deliver correction insulin until it was unpaused. Symptoms included hyperglycemia accompanied by dry mouth. Outcomes included a downward trend in glucose during the call without the need for further follow-up, and no alerts or alarms occurred. Investigation included troubleshooting and education with the user. Investigation of this case revealed that hyperglycemia was consistent with temporary suspension of insulin delivery and the user¿s practice of not announcing meals per clinician direction due to insulin sensitivity. It was concluded, based on previously established findings for similar reports, that the cause was user-controlled interruption of insulin delivery in the context of a larger meal.